Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 40 mg/dl. Customer reported that for the past month and a half, she has been waking up with her blood glucose in the range 40 mg/dl. Customer reported that she will meet with her doctor to adjust the settings because they have altered them since the issue started. Customer declined troubleshooting or further assistance. The device will not be returned for analysis.